Event description:
It was reported that during pta treatment procedure, difficulty was encountered moving the smash balloon dilatation catheter over the guidewire. A 6f arrow sheath was used with a right femoral approach. A 200 cm cook benson guidewire was advanced to the left femoral artery past the lesion and the balloon catheter was flushed. Resistance was encountered with subsequent attempts to move the balloon catheter. The balloon was maneuvered into position and the lesion was successfully treated. The balloon and guidewire were removed. No pt injuries or complications were reported.